Manufacturer narrative:
(B)(4). Concomitant devices: persona ultracongruent articular surface right 12mm catalog #: 42522200612, lot #: 63530901, unknown persona tibial tray catalog #: ni lot #: ni foreign report source: (B)(6). The complainant indicated that the device would not be returned to zimmer biomet for investigation, as the device remains implanted. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2020-00960.

Event description:
It is reported that a patient underwent a knee arthroplasty revision of the articular surface with scar tissue debridement and lateral release to address increasing stiffness and limited range of motion approximately nine (9) months post-operatively. Attempts have been made and no further information has been provided.